Event description:
On 5/11/2022, it was reported by a sales representative via email that an about 10mm of an ar-3638 knotless fibertak inserter broke in the patient. Surgeon was holding the knotless fibertak curved guide, while his helper drilled through the guide. The surgeon helper grabbed the knotless fibettak implant and placed it in the guide that the surgeon was still holding, in the same position during drilling. The helper tapped the back of the anchor with his palm to begin implanting the anchor, then began malleting the implant in. About half way through implantation, the surgeons hands slipped a little bit and was concerned the guide had moved, so the guide was pulled back a little bit to inspect the integrity of the knotless fibertak with the camera. Both the surgeon and helper decided it was still straight, intact, unharmed and therefore fine to continue malleting. Then, the guide was slid back down and continued malleting, only to again have the guide slip during implantation shortly after. The anchor seemed to be in enough, almost all the way down to the guide, so surgeon disengaged the anchor and took it out. When the anchor was taken out, about 10mm of the metal inserter of the knotless fibertak was stuck in the glenoid. Surgeon spent about an hour working on getting the metal piece out. In order to do so, a 1.8mm straight knotless fibertak drill was opened and drilled on top and around the broken implant in the glenoid. Surgeon drilled until enough of the fiberwire grasper was able to pulled the entire implant out. Since the anchor and drill are so small, surgeon was able to fill the hole with a labral tape and 2.9mm short pushlock. This was discovered during a labral repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.